Event description:
The patient expired during their prescribed zio at wear period. Irhythm attempted to gather more information about the cause of death from the account, but no further details were provided.

Manufacturer narrative:
A review of this complaint discovered that the patient was prescribed a zio at device. On day 11 irhythm called the patient to follow up on the ¿no connection¿ status, and irhythm was informed that the patient had expired at home alone on day 9. No further information regarding the patient¿s cause of death was provided. The zio at was not returned to irhythm for evaluation. Available device data indicates that the patch was removed from the patient on day 9. There were actionable arrhythmias identified that did meet auto-detection criteria during the patient¿s wear time and notification to the account was performed promptly. The at patch was not returned, so the end-of-life event cannot be reviewed. However, the gateway debug log review confirmed no cellular connectivity issues occurred during the patient¿s wear time. The investigation did not find evidence that the device caused or contributed to the patient's death, as it functioned as intended. This event is being reported out of an abundance of caution. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. Certain terms included in form FDA 3500a and related MDR submission materials are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.